Event description:
Complainant alleged that during a cardioversion, the device did not sync on the r-wave, causing the male pt's (age unk) heart rhythm to convert to a ventricular tachycardia rhythm. The clinicans were able to recover the pt.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.